Event description:
It was reported that while reviewing reports, the ilet user observed two lunch entries and clarified that the first lunch was an accidental meal announcement that they canceled, after which glucose remained unaffected. No reported symptoms or adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included user education and troubleshooting regarding meal announcement use and report interpretation. Investigation of this case revealed no device malfunction or component failure and indicated user error related to an unintended meal entry that was subsequently canceled. It was concluded, based on previously established findings for similar reports, that the cause was use error.